Event description:
It was reported that noise observed on the egms, which appeared to be related to a lead fracture. The lead was capped on 05/30/2006.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.